Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of a damaged catheter could not be confirmed from the two photographs that were provided for investigation. The photos showed unit packaging and one 20g insyte autoguard IV catheter. The resolution and details of the photo lacked evidence to confirm any damage. Without the physical sample, the features of the catheter tubing could not be analyzed. The reported issue can occur from needle puncture damage; however, the root cause could not be determined. Although the lot number of the report was not confirmed, two lot numbers were provided in which a device history record was performed. The device history record review showed no non-conformances associated with this issue during the production of these batches: 5037127 and 5087722..

Event description:
No new information

Manufacturer narrative:
One event, unknown lot: "2 lots for the IV 20g 1.0 catheter 5037127 and 5087722, pulled another 20g I inch IV catheter to use and the wrappers got mixed up". H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged catheter shreded. The following information was provided by the initial reporter: injuries or adverse event: yes. Surgery, today (B)(6) 2025, had an incident with a 20g bd insyte autoguard winged 20g x 1.00in ref 381533, the IV 20g 1.0 catheter sheared into the patient¿s vein when the IV advanced, when retracted the sheared pieces came back out, this incident was in the pre-op room.